Manufacturer narrative:
The actual sample was returned for evaluation. Visual and functional examinations revealed that all components are in place and in good conditions as well as the end device function properly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2015 and a reservoir was connected to a drain. During the procedure, when starting continuous suction, the surgeon found that the drained fluid in the reservoir bag flew back to the drain in spite of the anti-reflux valve equipped. The reservoir was replaced with another one and it worked properly. There were no adverse patient consequences.